Manufacturer narrative:
Investigation results: during the DHR review, no nonconformities were found that could be related to the reported event. As no sample is available, it is not possible to confirm the defect or this possible cause. In addition, as the retained samples have been analyzed without finding any defect or being able to reproduce the leak and no incident or intervention has been found in the DHR, the defect cannot be confirmed. Therefore, it is not possible to determine any possible root cause in our manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: when injecting a 5-fluorouracil solution using a 50 ml ll syringe into a folfusor sv2.5 pump, the 5-fluorouracil solution cytotoxic exhibited leakage from the back of the syringe plunger. Consequence: cytotoxic substance leakage into the laminar flow hood and onto the (gloved) hands of the pharmacy technician. Disruption of activities and loss of time. Impact on patients: none.